Manufacturer narrative:
Customer retested the pretransfusion sample from 10/2007. No reactivity was observed with vs150. Positive results were observed with tube/peg. Nine of the units were tested for the corresponding antigens. Six of the units were positive for the e antigen and three were confirmed to have the jk(a) antigen. Ortho-clinical diagnostics (ocd) qa performed retain testing of vs150 to confirm reactivity of the e and jk (a) antigens. Results were satisfactory. Pt samples drawn in 2007 and about 10 days later were tested. No reactivity was observed with vs150 and the samples that was drawn in 2007. Reactivity (1-2+) was observed with vs150 and pt sample drawn 10 days later.